Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This event occurred in (B)(6).

Manufacturer narrative:
A specific root cause was not identified. Additional information was not provided for further investigation. Quality controls were correct on both analyzers. No further patient information was provided. It is unknown why a determination of calcium was performed. The falsely low results may have resulted in unnecessary pth tests being performed. No adverse events related to this event have reported.

Event description:
The user received questionable calcium results for one patient sample. The initial result was 6.2 mg/dl with a data flag on the modular p analyzer and 6.3 mg/dl on the cobas c311 analyzer. This result was given to the patient. The patient was tested in another laboratory on an integra 800 and the result was 9.3 mg/dl. On (B)(6) 2011, the sample originally tested on (B)(6) 2011 was retested on the modular p and the result was 9.0 mg/dl. Information was provided stating the patient was given the wrong treatment, but no further information was provided. No adverse events were alleged regarding the event. The calcium reagent lot number was 628028.